Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical form at the center upon first inflation at 4 atmospheres for 5 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.